Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/04/2017 with the following findings: there were pump reboot events observed in the pump's black box download. The battery compartment was found to be cracked. The battery cap was stripped. The battery cap was unable to maintain an electrical connection to the pump. The power loss and pump reboot events were duplicated. A test cap was used for a 24 hour duration test and no further power issues were observed.